Event description:
PICC line inserted in left antecubital fossa in 2002 for administration of home antibiotic therapy. One week later, catheter found to be leaking. Catheter removed, and a new one inserted.